Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that patient was admitted to emergency room due to high blood glucose on (B)(6) 2024. Blood glucose level reported during the event was 400mg/dl. Fever, nausea and stomach ache were symptoms reported during hospitalization. Patient was treated with manual injection to address high blood glucose. The length of the hospitalization was reported more than 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: uruguay.